Event description:
Pt's mom reports medication was lost due to failed cartridges. She stated that the pt has gone thru 3 failed cartridges from the same lot # 6062714. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective product. Unknown if the pt has the defective product on hand for possible return to the manufacturer. No further information is known. Ref reports: mw5170465, mw5170467.